Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the device change procedure, this right atrial (ra) lead was surgically abandoned due to undersensing and high pacing thresholds. A different ra lead was successfully implanted. No additional adverse patient effects were reported.